Event description:
Additional information was received that following the implant of the valve, the anti-platelet therapy of acetylsalicylic acid was used indefinitely, and clopidogrel was used for six months. Anticoagulation therapy consisted of heparin used during the valve implant procedure. The mean aortic valve gradient at the three-year follow-up was 7 mmhg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the six-year transthoracic echocardiogram (tte) showed trace aortic regurgitation (ar). Six years and six months following the implant of the valve, the patient presented for the previously reported worsening sob. The patient was referred to the emergency department (ed) for a full workup. Tte was the performed and showed concern for significantly higher aortic valve gradients. A new central aortic insufficiency (ai) was identified and confirmed to be moderate aortic regurgitation (ar). The peak/mean gradients were measured at 72mmhg and 41mmhg, respectively. Mild mitral stenosis (ms) and worsening mitral regurgitation (mr) was noted. The mr was previously mild to moderate and was now moderate to severe. The patient was hospitalized, and the valve was explanted. A surgical aortic valve replacement (savr) with aortic root enlargement and patch angioplasty of aorta were performed. During the aortic valve replacement (avr) surgery, the mitral valve anterior leaflet was somewhat thinned out, where the ao rtic valve had interacted with the mitral valve. The area was reinforced with the hemashield patch that was sewn to the aortomitral continuity (amc). No mitral valve replacement (mvr) was performed. Immediately post procedure, the sav showed normal function with no paravalvular leak (pvl). Transesophageal echocardiogram (tee) showed mild to moderate mr.

Manufacturer narrative:
Corrected data: a4. Weight in lbs updated data: b2 - outcome attributed to adverse event b5 6b - explanted date: h1 - type of reportable event: the event now meet criteria for a serious injury. H6 - annex a, annex b, annex f, annex g medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra-procedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. An image of the implant position at the time of transcatheter aortic valve (tav) was added to the report. The valve depth appeared to be appropriately implanted on angiography. There appeared to be a small area of possible under expansion of the inflow at the level of the annulus. As stated in the instructions for use (IFU), prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of round configuration) of the valve frame; under-expansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. However, there was no evidence of a post implant balloon aortic valvuloplasty. H6: e2402 refers to the patient's deconditioning. Should additional reportable information be received, an additional regulatory report will be submitted for the reportable information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient's baseline mean aortic gradient was 41 mm hg. The valve was implanted at a depth of 2mm on the non-coronary cusp and 4mm on the left coronary cusp. Following valve implant the gradient was 10 mm hg. Approximately four years, eleven months following valve implant procedure, the valve was reported to be "failing" due to a mean gradient greater than or equal to 20 mm hg. There was no evidence of thrombus nor of leaflet thickening. No treatment provided. No adverse patient effects were reported. Additional information was received that at a clinical visit "about one year prior" the patient reported exertional dyspnea. The exertional dyspnea was attributed to the patient's weight and deconditioning. At the clinical appointment one year later, the patient reported the exertional dyspnea remained unchanged. A repeat echocardiogram was scheduled for six months later. Additional information was received that seven and a half months following onset, the transaortic gradients were slightly higher with mild-moderate paravalvular leak. No treatment was required.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the physician related the mr to the explanted transcatheter aortic valve (tav).

Manufacturer narrative:
The product has been returned for analysis. However, physical analysis has not yet been completed. A supplemental report will be filed upon completion of the analysis. Updated data: d9 h6 - annex b, annex c, annex d product analysis/image review: intraprocedural fluoroscopic images of the index valve implant procedure were provided for review. Fluoroscopic valve load inspection was not performed; therefore, it was not possible to validate a good load. There was no evidence that a pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Valve depth was approximately 7milimeters (mm) on the non-coronary cusp in the cusp overlap view. As stated in the instructions for use (IFU), the target depth of implantation is 3mm. Recapture is recommended if depth is greater than1mm or less than 5mm. The valve was recaptured, and the subsequent and final deployment attempt showed a depth of approximately 5mm on the non-coronary cusp. Depth assessment of the left coronary cusp was not performed, and it was unknown. The valve was released, and final angiogram showed a slightly under expanded valve and absence of aortic regurgitation/paravalvular leak. No further intervention was performed for the under expansion. Five data sets of echocardiogram images were provided for review. Transthoracic echocardiogram (tte) imaging provided from (B)(6) 2023 showed mitral valve leaflets that appeared thickened. Posterior mitral valve appeared stenotic with calcification and restricted motion. Moderate to severe mitral regurgitation with waveform drop out correlating to the calcified posterior valve. Trace pulmonic insufficiency was noted. Sinus of valsalva (sov) appeared hyperechoic with possible calcification. Turbulent color doppler at the evolut valve inflow suggested possible stenosis. Aortic valve (av) max was 3.26 meters per second (m/sec) and mean pressure gradient was 20.51 millimeters of mercury (mmhg) which was consistent with moderate aortic stenosis. Ejection fraction was about 60%. Tte imaging provided from (B)(6) 2025 showed a calcified posterior mitral valve leaflet and severe mitral regurgitation. Evolut valve leaflets appeared thickened and calcified. Av max is 4.36 m/sec and mean pressure gradient was 42.49 mmhg which was consistent with severe aortic stenosis. Possible paravalvular leak versus eccentric aortic regurgitation was noted. Moderate central aortic regurgitation was present, along with mild tricuspid regurgitation and trace pulmonic insufficiency. The ejection fraction was about 60-65%. Tee imaging provided from (B)(6) 2025 showed thickened mitral valve leaflets with calcified posterior mitral valve leaflet, with restricted mobility and severe mitral regurgitation. Calcified evolut valve leaflets were visible, with limited mobility and moderate to severe central aortic regurgitation. Tee imaging provided from (B)(6) 2025 from pre-explant and post-surgical aortic valve replacement (savr). No change was noted in the pre-explant imaging compared to previous imaging obtained from (B)(6) 2025). No aortic regurgitation or stenosis was noted post savr. Av max was 1.94 m/sec and mean pressure gradient was 7 mmhg. Tte imaging provided from (B)(6) 2025 with suboptimal imaging. Calcified posterior mitral valve leaflet was noted with severe mitral r egurgitation and mild pulmonic insufficiency. Av max was 2.57 m/sec and mean pressure gradient was 11.64 mmhg. The ejection fraction was about 70%. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 - annex e, annex a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately five and a half years after implant of the tav, mr was first identified and measured at mild to moderate. Computed tomography (CT) performed prior to the explant of the tav, showed extensive calcification of the leaflets and near complete thrombosis of the non-coronary sinus. Calcification had increased and a small thrombus on the left coronary sinus remained unchanged from imaging obtained approximately a year and half before.

Manufacturer narrative:
Updated data: h6 - annex b, annex d analysis: receipt condition - the device was received inside a return kit jar fully submerged in clear 0.2% glutaraldehyde. Visual evaluation of returned device - the device showed a compression around the inflow, suggestive of the valve conforming to the patient¿s anatomy. A longitudinal cut along the length of the valve was noted through leaflet 2, suggestive of damage from the explant procedure. Mid-sections of the leaflets appeared to have been excised for histology prior to receipt of the valve. Due to the state of the leaflets, an assessment of coaptation could not be performed. All leaflets appeared to have been excised through the mid-sections with possible leaflet degeneration from visible calcification. No visible evidence of thrombus was present. From the outflow of leaflet 1, calcification was observed along the belly and on the superior coaptive junction of commissure 3-1 with additional calcification nodules that were on the superior coaptive junction of commissure 1-2. From the inflow, extensive calcification appeared to infiltrate the tissue, along the margin of attachment, up to the belly, both inferior coaptive areas. From the outflow of leaflet 2, a friable piece of heavily calcified tissue was loosely attached to the belly, that appeared to be due to the long cut along the valve. Calcification nodules were observed along the margin of attachment, free margin and superior coaptive junction of commissure 2-3. From the inflow, calcification nodules were noted at the margin of attachment and inferior coaptive area between l2 and l1, with exposed tissue appearing friable, and nodules noted at the inferior coaptive area between l2 and l1. From the outflow of leaflet 3, calcification nodules infiltrated the belly, with larger nodules noted at the superior coaptive junction of commissure 2-3. From the inflow, calcification nodules were observed on the margin of attachment extending to the belly and both inferior coaptive areas. Commissure 3-1 was thinly covered with off-white pannus; the commissure pad underneath the pannus appeared intact. Commissure 1-2 was encapsulated by glistening white pannus; with broken struts above the commissure and calcification noted below. Commissure 2-3 was thinly covered with pannus with calcification noted below. Outside of the broken sutures from the cut along the valve, no other observations were noted on the sutures. The frame showed multiple cuts along the frame of l2. Damages appear to be associated with the explant procedure. Glistening white pannus adhered to the outflow frame around its circumference. Thick, glistening off-white pannus lined the frame along the waist, extending to the margin of attachments of all leaflets. Thick pannus lined the inflow crowns of l1, l2 and l3 that extended into the inner lumen. An unknown amount of pannus may have been removed during explant. Radiography revealed calcification on all leaflets, commissural areas and outer wall. Radiography confirmed the broken struts along the frame. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.